Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed image noise was determined to be the result of component failure due to a detached imaging element/charged coupled device, likely the result of repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The flex deflectable videoscope was returned to the service center with a report of poor video image quality. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, image noise was observed, likely due component failure. There was no patient involvement, and no harm was reported as a result of the event.